Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that a decrease in the battery's longevity was observed. Within approximately two years time, the battery decreased by 7.5 years. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed that the device is exhibiting premature battery depletion. The diagnostic data confirmed that the power consumption of this device has been increasing during the past year, and is excepted to continue to increase. Due to this anomaly, a ts consultant recommended that the device be replaced, and returned for analysis. This device currently remains implanted and in service. No adverse patient effects were reported.